Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implant of the alto abdominal stent graft system. Reportedly, during deployment, the alto aortic body twisted. Approximately two (2) months after the initial procedure, the patient presented to the emergency room. It was identified that the iliac limb of the alto aortic stent graft was thrombosed. Lytics were intravenously administered, and the occlusion in the limb was stented (non-endologix) successfully restoring the flow. The patient was in good condition post-reintervention.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the alto iliac limb occlusion with additional endovascular procedure is unconfirmed. This is not consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. Reportedly a non-endologix stent was placed in the iliac limb, and blood flow was successfully restored; however, this could not be conclusively determined. It was previously reported that the neck was off label - conicity was 25.8% (should be equal to or less than 10%). It is unclear if this contributed to the reported event. The final patient status was reported to be doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.